Event description:
The patient is an elderly male who underwent left total hip replacement for osteoarthritis of the left hip. He did very well postoperatively and was discharged home two days after surgery making good progress with home care and doing well with physical therapy. Four days post-surgery, he was ambulating and felt his knee "buckle," which it has done before and he fell against a cabinet. He ambulated with assistance a day later, and his condition had gotten worse a day after that, so he called the surgeon and was directed to go to the emergency room where he was evaluated and the x-rays were read as negative for fracture. The patient was sent home with his family. The patient's family called the office stating that he was having progressively more pain and now unable to ambulate, etc., and that he was still having pain despite pain medications and could not move even with assistance so arrangements were made for him to be admitted to our facility. The surgeon had reviewed the x-rays and noticed some subsidence of the femoral stem and had recommended partial weight bearing. He had progressive disability and pain so the patient was agreeable with admission 14 days post-surgery.the prosthetic hip was replaced with another device (not manufactured by iconacy).